Event description:
One patient with discrepant creatinine results. Initial result gave 8.6 umol/l. Sample repeated eleven times giving 104.7 umol/l, 104.2, 101.6, 103.5, 103.2, 103.7, 104.7, 103.2, 104.4, 102.7, and 103.6 umol/l. No info provided to determine if results were used to guide therapy. If additional info is received, appropriate notification will be provided.